Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 38 motor stall errors during supply change and restart attempts, followed by ¿unable to proceed¿ on rewind, and later exhibited rapid battery drain; the device was replaced and the user was instructed on return and data sync, while continuing dexcom cgm use. Symptoms included hyperglycemia with a reported peak of 376 mg/dl and alerts above 300 mg/dl for over 90 minutes, with the user feeling frustrated. Outcomes included use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included device replacement and collection of the reported device for evaluation. Investigation of this device revealed a reported motor stall malfunction and reported battery performance issue consistent with a pump motor/drive and power subsystem problem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.